Event description:
Device malfunction: difficult to insert, premature, partial deployment. Time of malfunction: during insertion. Symptoms/ae: na. It was reported that friction was felt when the xpert stent delivery system (sds) was inserted on the guide wire. As the sds was, therefore, being removed from the guide wire, the stent partially deployed. The device was not used and there was no patient involvement. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received.